Manufacturer narrative:
On 07/03/18, it was reported to mentor that the device evaluation and investigation have been completed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/21/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Upon initial inspection, the device appears intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. Complaint was not confirmed. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a saline mentor smooth round high profile 380 cc breast implant and experienced deflation on the right breast implant. The deflation was confirmed by the healthcare professional on (B)(6) 2018. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 04/12/2018, it was reported to mentor that the patient had undergone bilateral removal of breast implants and replacement on (B)(6) 2018 with gel mentor memorygel breast implant 500cc, catalog number 3505004bc, serial number (B)(4), lot number 7484820 on the right breast implant and with gel mentor memorygel breast implant 500cc, catalog number 3505004bc, serial number (B)(4), lot number 7548676 on the left breast implant. The patient had no complications and was in a stable condition after the surgery. On 04/13/2018, it was reported to mentor that the device history record ( DHR) of lot number 6889500 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 04/21/2018, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).